Manufacturer narrative:
(B)(4). The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." It was reported that the driveline connector experienced significant damage and immediately experienced electrical fault alarm followed by a vad disconnect alarm. Additionally, the patient also reported electrical fault and vad stopped alarms several days later. The pump was not returned for evaluation as it remained implanted. A review of the manufacturing documentation confirmed that the associated controller and pump met all requirements for release. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. The controller was still functional despite the loose connector finding. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; an internal investigation has been opened by the supplier to address loose connectors. Log file analysis revealed that several alarms were logged on 01/20/2017, starting at 11:28:02. The patient first experienced a high watt and electrical fault alarm due to an open phase on the rear stator. This caused the pump to run on a single stator and likely triggered the high watt alarm. The electrical fault alarm was then cleared at 11:28:15, indicating that the pump was running, but that the flow estimation was invalid. A vad disconnect alarm was then triggered at 11:49:54 and at 11:50:00, indicating that the driveline was physically disconnected from the controller and reconnected. An electrical fault alarm was logged on 01/27/2017 at 18:07:46, due to an open phase on the rear stator. A high watt alarm was also logged due to the pump running on one stator. The alarms were cleared 10 seconds later. The same behavior occurred on 01/29/2017 at 16:23:11, however, the electrical fault alarm logged that the rear stator was open, indicating that more than two phases were open. Additionally, the controller logged an electrical fault alarm and vad stopped alarm due to a failure of the pump to restart after multiple attempts. Based on the available information, the most likely root cause of the reported electrical fault alarms can be attributed to the sustained damaged caused when the car door was closed on the driveline. The most likely root cause of the vad stopped alarm can be attributed to a failure of the pump to restart after several attempts. Heartware has opened an internal investigation to address failures of the pump to restart. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received on february 17th, 2017 indicating that the patient did not complain of any symptoms aside from anxiety. The patient did not report any issues during the controller exchange. It was not reported whether the patient applied excessive force when connecting power sources to the controller or if the controller had been dropped or sustained any damage. No further issues have been reported. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller_ serial: (B)(4), catalog: 1403us, exp. Date: 02/28/2017, mfg. Date: 02/28/2016, returned: 02/10/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was seen in the clinic on (B)(6) 2017 and stated that on (B)(6) 2017, he slammed the driveline connector portion of driveline cable in his truck door. He reported that the truck door primarily hit the rubber protective cover. He experienced an "electrical fault" alarm immediately following this as well as a "vad disconnect." The patient checked the connection and the driveline cable did appear to be dislodged from controller. He resecured the connection and the alarms resolved. The patient also reported that on (B)(6) 2017 he was walking across the room and had an additional "electrical fault" alarm followed by a "vad stop" alarm. He performed a controller exchange with his mother's assistance. No further alarms have been reported since  (B)(6) 2017. Upon visual examination of previous controller, it was noted that power port 1 was loose within controller housing. Controller log files were sent on both controllers and preliminary analysis showed an additional "electrical fault" alarm on (B)(6) 2017. No damage was observed to driveline sheath, strain relief, or connector. Clinical engineer was consulted.  No further information was provided.